Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2015. The complaint of detached sensorwire could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 in the arm, which is considered off label use. Patient stated that upon removal of the sensor pod, the sensor wire stayed at site of insertion. The patient did not report any injury or medical intervention.